Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the short port btt black inflation valve dislodged (popped out) when staff pushed in the syringe, filled the balloon with air then pulled out the syringe. As a result the balloon would not remain inflated. Staff put the valve back in and rigged it to stay in with a steri strip. They completed the procedure using the same device. The hosp did not report any pt complications.

Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review was completed 3 months prior from the occurrence date because the lot # was unk. There was no nonconformance which could have attributed to this failure mode. (B) (4).